Event description:
IV solution being piggybacked should be going to the patient, but instead it went back to the primary tubing and into the primary solution that is running. This was discovered during a test performed by our biomed staff. Not involving any patients. All tubings tested had the same problem.